Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during insertion the implant did not engage. The surgeon used a different implant.